Event description:
It was reported that the patient called in to report that the transmitter would not power up. When the power adapter was removed the prongs appeared to be burnt. The unit would be returned and replaced.

Manufacturer narrative:
Final analysis confirmed the reported complaint; visual inspection noted that the prongs were charred and the circuit board exhibited burn marks. The unit was confirmed hit by high current flow through telephone line.